Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID and dob not provided for reporting. Additional product codes: fzx mjg gea hxg htw kih. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during spinal fusion on (B)(6) 2017 the jamshidi needle perforated the aorta. Vascular surgeons took over the procedure and managed the problems. The surgery was prolonged to an unknown time. The patient was after the event, unstable and later patient was stable. This complaint involves 1 part. The surgery was delayed as they could not continue. A second surgery is planned. The issue was solved by the vascular surgeons. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.